Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected pump errors 53 40 and 68 alarms. Blood glucose value was 141 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced but not returned.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. No unexpected post-reset ram crc alarm, drive count error boundaries exceeded after movement error, trace pointers are invalid or history pointers failed and history pointers are corrupted alarms noted during testing. Device received with software error in the insulin pump trace download and high sleep current measurement due to moisture damage on electronic assemblies. Device received with moisture damage on motor assembly and corroded force sensor assembly.